Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.

Event description:
Updated clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 40-year-old male patient admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of mechanical circulatory support was society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient received impella 5.5 support while in the intensive care unit. On day 6 of support, the patient intermittently complained of numbness in the right upper extremity, occurring off and on over several days. There was no paresthesia, and the right arm and hand remained pink, warm, and with full range of motion. The axillary access site was stable and within normal limits. Acetaminophen (tylenol) and gabapentin (neurontin) were prescribed as needed for pain management. During support, erroneous suction alarms were reported. Transthoracic echocardiography (tte) demonstrated the pump was positioned at an appropriate depth with correct orientation toward the left ventricular (lv) apex, adequate preload, and no change in right ventricular (rv) function. Despite appropriate positioning, the device was unable to flow above performance level p-4. Clinical plans included discussion of repeat right heart catheterization (rhc), assessment of left ventricular function, closer monitoring of lactate and hemolysis laboratory values, and consideration of possible pump replacement. After approximately seven weeks of support, damage and/or tearing was noted at the external sleeve of the pump. The clinical team performed troubleshooting with application of betadine and transparent dressing (tegaderm) at the pump hub. The team acknowledged that repositioning or advancing the pump is not recommended. The device was not explanted and the patient remained on support, despite having been used beyond the indicated duration of support.

Manufacturer narrative:
D4. Serial corrected. D6b. Explantation day, month and year added.

Event description:
Clinical rationale: an impella 5.5 was inserted via right axillary artery in a 40 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the 5.5 while in the intensive care unit. On day 6 of support, the patient complained of numbness to his right upper extremity, which occurred off and on for a few days. There was no paresthesia, and the right arm and hand were pink, warm and with full range of motion. The axillary site was stable and within normal limits. Tylenol and neurontin were prescribed for pain management if needed. This event is conservatively reported as numbness prompted intervention, but there was no lasting harm or injury reported. The patient currently /remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pain/numbness: the cause of the injury was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of the product damage was unable to be determined due to lack of product return and clinical information.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1: added product problem. B5: added the updated clinical review. H6: per a review of the complaint file omitted code e0127, f11, a24. Added code f11 and a0414.

Event description:
An impella 5.5 was inserted via right axillary artery in a 40 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage d. The patient received support from the 5.5 while in the intensive care unit. On day 6 of support, the patient complained of numbness to his right upper extremity, which occurred off and on for a few days. There was no paresthesia, and the right arm and hand were pink, warm and with full range of motion. The axillary site was stable and within normal limits. Tylenol and neurontin were prescribed for pain management if needed. This event is conservatively reported as numbness prompted intervention, but there was no lasting harm or injury reported. The patient currently/remains on support. After approximately 7 weeks of support there was damage/tear seen at the sleeve of the pump. The team troubleshot this with application of betadine and tegaderm application at the pump hub. The pump is not explanted though it has been used beyond indication.